Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 50 mg/dl. Customer stated that his insulin pump delivered too much insulin. Advised customer to remove reservoir from the insulin pump, check the status screen and visual inspect the reservoir. Customer stated that the reservoir is showing more insulin than is shown on the status screen. Nothing further was reported.